Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated to inferior vena cava and right ventricle and struts perforated and detached. It was further reported that the detached strut embolized and migrated to apex of right ventricle. The device and detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted, migrated to inferior vena cava and right ventricle and struts perforated and detached. It was further reported that the detached strut embolized and migrated to apex of right ventricle. The device and detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and one month later, underwent elective removal of inferior vena cava filter. The patient was taken to the angiogram suite for inferior vena cava filter removal via right internal jugular vein access. Diagnostic cavography with contrast was performed which revealed a slightly tilted inferior vena cava filter with two of the legs protruding outside the inferior vena cava and patent renal veins. There was no thrombus in the filter. On retrospective review of the images, one of the legs was noted to be shorter than the rest correlating to the broken struts. Following this, they advanced a trileaf let snare device into the inferior vena cava and attempted to snare the hook of the filter. However, it was unable to do so given possible embedding of the filter. Then advanced an endobronchial biopsy forceps through the sheath and attempted to snare the tip of the filter. However, it was unsuccessful. The endobronchial forceps was then withdrawn and used mpa catheter to make a loop through the proximal confluence of the filter and were successfully able to snare the end of the loop and bring it back into the filter. Then advanced the sheath towards the hook and confirmed position in multiple projections. Then the sheath was immediately overlying the filter, they were able to successfully capture it into their sheath and withdraw it. Upon examination of the filter, noted that one of the struts was previously broken but not realizing the fact that it had previously embolized. Findings were of one fractured stent identified on examination of the eclipse filter following retrieval. On review of a preoperative chest x-ray, the inferior vena cava filter leg was present in the heart; however, it was absent on last x-ray examination. The right ventricle was normal and there was only a trivial pericardial effusion, probably within normal limits. A computerized tomography scan demonstrated that the object was straddling the distal right ventricle apex and does not seem to be embedded within or perforating through the right ventricle myocardium or septal myocardium. However, the tip was directed straight toward the apex and it would be concerned about migration of the fragment and cardiac perforation in the future. After three days, the patient indicated with inferior vena cava filter migration. So, removal of inferior vena cava filter fragment from right side of heart was performed. Attempts were made to retrieve the retained metal fragment in the right ventricle apex using a combination of single loop, triloop, as well as endomyocardial bioptome. Several times the loops would drag over the course of the retained fragment, but it would never encircle the device. A bioptome at two points appeared to grasp the metal fragment, however, upon careful withdrawal it was very clear that only overlying trabeculations were being grasped and the entire right ventricle apex was being drawn in. After a considerable amount of effort and time spent attempting to perform this procedure, elected to abort the case. Unsuccessful retrieval of inferior vena cava filter fragment from right ventricle apex. After three months, fragment of the inferior vena cava filter unchanged in position and seems very secure. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava, filter tilt and retrieval difficulties. However, the investigation inconclusive for alleged filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.